Event description:
The customer reported that the insulin pump alarmed failed battery test and had off no power without low battery indicator. Troubleshooting was done. Customer's blood glucose was 121 mg/dl. After the troubleshooting the insulin pump did not alarm failed battery test. Advised the customer that battery cap would be sent out to rule out possible issues with the battery cap. Advised to monitor the issue and report back if it reoccur. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).